Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 -8.50/1.5/089 (sphere/cylinder/axis) implantable collamer lens on (B)(6) 2023. Significant reduction of iridocorneal angles were observed. Lens was explanted on an unknown date but problem was not resolved. Cause of event was reported as unknown.